Event description:
It was reported that a peritoneal dialysis (pd) patient discovered fluid leaking from the patient connector on the patient line during fill 1 of 4 of treatment. Fluid was not discovered in the pump module area or on the external of the cassette. There were no alarms/warnings prior to or after the leak. Technical support advised the patient to reset up the machine with new supplies and to start a new treatment. Upon follow up, the patient verified that the fluid leak occurred while she was sleeping. The patient felt wetness then found the patient line connector leaking at the blue pin. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete peritoneal dialysis treatment using new supplies and the cycler. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient confirmed that the actual cycler set was discarded and not available to be returned to the manufacturer for physical evaluation, however, a companion cycler set is available to be returned.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.